Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level of 606 mg/dl. Customer also had blood glucose level of 160 mg/dl. Customer's parent declined troubleshoot for high blood level. The customer's parent also reported sensor issues. The insulin pump will not be returned for analysis.